Event description:
It was reported that the patient presented to the hospital due to dizziness, palpitations, and symptoms of bradycardia. It was determined that an inappropriate shock was delivered from the right ventricular (rv) lead due to pacing failure and oversensing caused by a possible lead fracture. The rv lead was abandoned and replaced. No further patient complications have been reported as a result of this event.